Event description:
A distributor in (B)(6) reported that an alarm sounded on an mr850 respiratory humidifier when an rt340 adult dual-heated evaqua breathing circuit was connected. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and the expiratory tubes of the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the heater wires was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the heater wire pin inside the "overmoulded" plug. No fault was found with the heater wire in the expiratory heater wire. A lot check revealed no other complaints of this nature for lot number 110301. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).

Event description:
A distributor in (B)(4) reported that an alarm sounded on an mr850 respiratory humidifier when an rt340 adult dual-heated evaqua breathing circuit was connected. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: the complaint rt340 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.